Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump was not working. The caller stated that issue continued after infusion sets, reservoirs and insulin. The customer¿s blood glucose was 400 mg/dl at the time of the incident and blood glucose was 336 mg/dl after 4 hours. The customer treated their high blood glucose with manual injections. Caller declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. The insulin pump was functioning properly. The insulin pump was received with cracked reservoir tube lip and stained end cap sticker.